Event description:
The complainant alleged that while attempting to defibrillate a pt, age and gender unknown, the device displayed a "cannot charge" message. The complainant indicated they were able to obtain another defibrillator to continue therapy and there was no adverse effect to the pt as a result of the reported malfunction.